Event description:
Follow up information received reported that the patient's implantable neurostimulator (ins) was explanted. No other information was available at the time of report. If additional information is received, a follow up report will be sent.

Event description:
It was reported that a patient had stimulation/therapy issues, specifically that she never had therapeutic effect. It was stated that the device did not help and actually made pain worse. It was stated that the patient had the device turned completely down to 0.00 for quite some time because ¿she didn¿t know how to turn it off¿. It was stated that the manufacturer¿s representative assisted the patient in turning it off completely. It was stated that the healthcare professional (hcp) planned to explant the device. It was stated that the patient was alive with no injury. It was reported that it was unknown whether additional patient symptoms or complications were associated with the event.

Manufacturer narrative:
Concomitant medical products: product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 37743, serial# (B)(4), product type: programmer, patient. (B)(4).